Manufacturer narrative:
The device serial number is unknown.

Event description:
The device's issue is unknown. A service representative was dispatched to the customer site. There was no reported patient involvement.